Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular exhibited high pacing impedance; the impedance had slowly been trending upwards. The dependent patient was asymptomatic. On (B)(6) 2016, during routine device change out procedure the lead was programmed to a different vector. The patient's condition was good post event.